Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch/user facility report # (B)(4) was received on 15 may 2020. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Heartmate 2 left ventricular assist device (lvad) presents with copious melena and a 4mg hemoglobin drop over 24 hours (12 -> 8) in the setting of international normalized ratio (inr) 2.3 and aspirin 81 mg. Inr was reversed and 2 units of blood transfused. Gastrointestinal doctor was consulted, and patient was moved to ICU for prompt egd which revealed: la grade d reflux esophagitis, a large hiatal hernia which required injection, erosive gastropathy, and non-bleeding duodenal erosions. Hemoglobin stabilized. Heparin bridge was completed prior to discharge. Aspirin therapy was stopped.